Manufacturer narrative:
The lot number for the malfunctions were provided and a lot history review was performed. All six devices, three of which were lot samples, were returned to bd for evaluation. The investigation is identified for two of the malfunctions and no break identified for the remaining four malfunctions. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes six malfunction's. A review of the reported information indicated that model sk13535m support catheter allegedly experienced a break. This information was received from various sources. All the malfunctions involved a patient with no consequences. One patient was a (B)(6) male. The remaining patient's age, weight and gender were not provided.